Event description:
The patient underwent full revision surgery. The suspect device has not been received to date. No additional relevant information has been received to date.

Event description:
The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance. The patient has been referred for vns revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.